Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the ins would not stay charged. The patient reported they informed their hcp. No symptoms were reported. There were no reported complications and no further complications were expected. Patient was implanted for spinal pain.